Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ DHR review for part#03.010.150 lot#6743187. Release to warehouse date: august 17, 2011. Manufactured at synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) screwdrivers broke during a procedure on (B)(6) 2015. The surgeon was removing a plate at the request of the patient. The surgeon was using a screwdriver when the handle loosed and broke from the shaft. The surgeon used another screwdriver for the same screw. The second screwdriver broke in the same way as the first screwdriver. Fragments were retrieved. A locking large fragment instrument set screwdriver was used to finish the case. There was a 5-10 minute surgical delay. The procedure was completed successfully. The patient was unaffected by the difficultiesthis is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instruments (03.010.150 lot 6743187 manufactured august 2011 and 314.118 lot na) were examined and the complaint description was unable to be replicated in either instance. Both handles were found to be secure and firmly attached to the driver shafts. As the complaint was unable to be replicated, the complaint is unconfirmed. The star/hexdrive screwdriver (03.010.150 lot 6743187) and stardrive screwdriver (314.118 lot na) are both common trauma instruments, mentioned in many system technique guides. The only system in which both drivers are utilized is the 4.5mm va-lcp curved condylar plate system, where both drivers are utilized for insertion of 5.0mm va-locking and 5.0mm periarticular va-locking screws. Relevant drawings for the returned instruments were reviewed. The returned part without a lot number was determined to be made to a drawing preceding revision, as such the returned instrument without a lot number is at least 13 years old. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No root cause was determined as the complaint condition was unable to be replicated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.